Manufacturer narrative:
Date of the event unknown. Product not returned to manufacturer.

Event description:
It was reported that the healing collar ((B)(4)) did not seat in the implant ((B)(4)). It was also reported that they were able to place another healing collar in the same procedure.

Manufacturer narrative:
No device was returned for an evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. The appropriate instructions for use was reviewed for the healing collar and implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The alleged malfunction is unconfirmed based on the available information. A root cause cannot be determined. The following sections have been updated: date of this report manufacturer. Device expiration. UDI: (B)(4). Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative. The following section has been corrected: usage of device.

Event description:
No further event information available at the time of this report.